Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: it was reported that "the needle came out completely bent" was there any damage to the tissue? If there was, what was used to repair the tissue? - no known damage. When "the surgeon tried to unbend it with another needle holder and the needle just broke into 2 pieces" were x-rays taken to locate the needle piece(s)? No. Was the needle piece(s) retrieved during the same procedure? Yes. Does a piece of the needle remain in the patient¿s tissue? No. Size of the needle piece retained - whole needle was retained as it broke into two in surgeon¿s left and right hand holding two needle holders. Are any plans in place to remove the needle piece in future? N/a. Please clarify "in total, 2 faulty devices were involved and I will key in another separate product complaint for ur note" how many of the total quantity were involved for the reported issue? - 2 pieces were used in a single case on same patient. Do you have any photos? No. The event with 2nd suture ( needle/suture pull off) was submitted via medwatch 2210968-2020-02517.

Event description:
It was reported that the patient underwent an open resection of the right adrenal tumour in 2020 and the barbed suture was used on midline fascia. When the fourth-fifth bite was done, the needle came out completely bent. Surgeon tried to unbend it with another needle holder and the needle just broke into 2 pieces. It was reported that the whole needle was retained as it broke into two in surgeon¿s left and right hand holding two needle holders. The retained needle was removed with no tissue damage. The barbed suture was cut and another like barbed suture was used.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/27/2020. Corrected information: d3, g1, g2. Additional information: h6. A manufacturing record evaluation was performed for the finished device batch number pck887, and no non-conformities related to the reported complaint condition were identified.